Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-02910. The pt received her scs sys on (B)(6) 2010. It was reported that the pt's recharge burden had increased to once per week. The pt's lead also migrated. A revision surgery is planned. No add'l info is available at this time.